Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that possible smoke was visualized coming from the iui connection between a pump module and pcu. The customer reported they replaced the iui's that were connected at the time of the event. There is no report of patient involvement.

Manufacturer narrative:
The reported issue of possible smoke visualized coming from iui connection between a pump module and pcu was not confirmed; however the received iui connectors and the pcu rear case did have thermal damage that could have produced the reported observed smoke. Physical inspection confirmed thermal damage to the received loose iui connectors. The customer replaced the damaged iui connectors between the pcu and pump module prior to the investigation. The pcu error log recorded errors believed to be associated with the thermal event on (B)(6) 2018 between the times of 9:02pm and 9:05pm. The pump module sn (B)(4) was infusing 0.9% normal saline (drug ID=7) at a rate of 75ml/h when the errors were recorded. Resistance testing found the left iui connector that was removed from the pcu had a lower than expected resistance between pins 14 and 15 measuring 311 ohms when an open condition was expected. The root cause for the thermal event was not definitively determined, however the received poor condition of the iui gaskets not being properly installed is suspected to be a contributing factor.